Manufacturer narrative:
Reported event: an event regarding revision for revision involving a trident shell was reported. The event was not confirmed. Method & results:  device evaluation and results: not performed as product was not returned.  Clinician review:  a review of the provided medical records and x-rays by a clinical consultant indicated. Event description: dr. Revised a cup, liner and head due to dislocation. Original surgery was done on (B)(6) 2016. Dr. Revised to an mdm. Operative side: right. Implants involved: delta c-taper head 36 +0mm, primary tritanium hemi cluster hole cup 52mm documents reviewed. 03/23/2021: stryker pi report. Undated/unlabeled ap hip x-ray: secure fit style stem, with vertically oriented cup. (B)(6) 2016: operative note: primary tha right (52mm tritanium shell, #8 secure fit max stem 1270, 36mm biolox head, posterior approach, underreamed by 1mm, 36mm head event confirmation: the event cannot be confirmed. The only evidence of a complication was the pi report. Root cause: assuming the event did occur, i.e. Hip instability with dislocation, the likely root cause would be the implant position. The cup is extremely vertical.   Device history review: indicate all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: the event itself could not be confirmed and exact cause of the event could not be determined because insufficient information was provided. Further information such as the reason for the revision surgery, device return, pre and post operative x-rays, operative reports as well as patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Dr. Revised a cup, liner and head due to dislocation. Original surgery was done on (B)(6) 2021. Dr. Revised to an mdm. Operative side: right.